Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to load multiple cartridges; however, a notification was received stating to replace the cartridge. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was not impacted. As customer did not have the pump at the time of the report, tandem technical support (cts) was unable to perform a pump system check. Upon follow up, customer reported that the issue was resolved and disconnected from call with cts.